Event description:
The customer reported that while the unit was in use on a pt, the unit repeatedly generated a "no zero" message when attempting to zero the pt transducer. The pt was switched to another unit and therapy was continued. No pt injury was reported.